Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (rca). The bmw universal guide wire was advanced to the previously implanted stent however seemed to get caught on the stent. Another guide wire was advanced through the stent and the procedure completed with balloon inflations. The second guide wire was removed without issue. The bmw was then removed with resistance noted. After removal from the patient, the distal coils appeared to be stretched out however the guide wire was still intact in one piece. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. Additionally, a conclusive cause for the reported difficult to remove and stretched coils was unable to be determined. In this case, it is likely that the guide wire interacted with a previously implanted stent, as resistance was noted, resulting in the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 - device available for eval updated from 'yes' to 'no'.